Manufacturer narrative:
Based on the current information provided, the cause of the conversion was due to the multiple non-recoverable errors on the system. A follow-up MDR will be submitted if additional information is obtained. An intuitive surgical, inc. (Isi) field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced endoscope controller (ec) to correct reported problem. System was operational, tested and verified as ready for use. Isi received the ec involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Error logs show 209 occurrences of error 54 and 21 occurrence of error 319. The ec was installed with a pca test system which launched in maintenance mode to program unit software. Prior to power cycling the system, fa received a 319 error. Fa attempted to attach the ethernet cable directly to the dual camera interface board (dcib) and there was no signal to dcib. Dcib will be replaced. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors that may have been related to the reported complaint that occurred during the ileostomy takedown surgical procedure. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022. This event is being reported due to the following conclusion: it was alleged during a da vinci-assisted ileostomy takedown surgical procedure, the customer received multiple non-recoverable errors (319, 54, 40068, and 23). The customer was not able to resolve the non-recoverable errors through troubleshooting and converted the procedure to open (mini laparotomy). The converted procedure was completed. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted ileostomy takedown surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called an isi technical support engineer (tse) and reported a non-recoverable 319 error during the procedure. The customer was in the process of performing a power cycle at the time of call. The system powered on again with 319 error. Tse was able to identify the 319 error was pointing to the endoscope controller (ec) video processor (vp) and error 54 was present on the system. The customer stated they have an "endoscope unplugged" message also displayed. The tse had the customer power the system off and found a loose connection on the back of the vp/ec. The cable was reseated and the customer performed a hard power cycle on the vision tower and restarted the system. The system now started with a non-recoverable 40068 fault pointing to the surgeon side console (ssc) following an error 23. Surgeon opted to convert the procedure at this time. The tse assisted with removing remaining instrumentation left on the system. The system was undocked successfully. The procedure was converted to open (mini laparotomy) and it was completed with no reported injury. On 11-jul-2022, intuitive surgical, inc. (Isi) followed up with the hospital employee and obtained the following additional information: there was no untoward effect or complication to the patient post operatively. The patient has severe crohn's disease. The patient was in a robotic assisted ileocolectomy with lysis of adhesions converted to a small mini laparotomy due to non-recoverable fault of the endoscopic controller.